Event description:
Major pump unit(s) involved: external control system failure. Additional text: battery malfunction. Specific component(s) involved: external battery malfunction. Additional text: failure. Causative or contributing factor: no specific contributing cause identifiy. Intervention(s): replacement of external battery. Implant device type: lvad.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external battery malfunction.